Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's pacemaker was burning a lot of battery power as per the clinician or field representative. The patient also felt some vibration and was uncomfortable. No further information has been obtained despite good faith efforts. As of this time, the device remains in service. No adverse patient effects were reported.